Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they have horrible back problems and felt that their stimulator was increasing pain to an area in their spine that was not getting spinal fluid. Caller stated they ended up in the hospital and have turned the stimulator off. Caller added that their manufacturer representative (rep), has tried to reprogram them ever since they began seeing their pain specialist, but it hasn't worked. Caller noted that their physician recommended they contact the manufacturer for a "reboot." Agent reviewed reprogramming with caller, but caller stated they already tried that. Caller was redirected to their healthcare provider to further address the issue.